Event description:
It was reported that the pump touch screen was timing off sooner than expected. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer was unable to provide information on how they addressed bg at time of troubleshooting. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.